Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, our analysis of similar reports from older devices has been attributed to high contact resistance within the front panel membrane and that the keys do respond; however, they need to be pushed harder to activate. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to select energy level. Complainant did not indicate that there was any patient involvement in the reported malfunction.